Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device was coming was confirmed. An assessment was performed and it was found that the nose tube was apart from the attachment. It was determined that the nose tube had come apart due to degradation of the loctite from normal use over time. The assignable root cause of this condition was determined to be component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during inspection, it was observed that the nose piece on the attachment device had become loose and was coming apart. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.